Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. Functional testing was performed and there was no failure detected related to the complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available. The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.